Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use the ht70 ventilator auto lock couldn't be cancelled. The reacting points of the liquid crystal display were wholly shifted to right and it might have caused the non reaction. No patient harm reported. Ventilation didn't stop.